Event description:
The manufacturer received information alleging a patient expired while using a ventilator. According to the reporter of the event, the device was plugged into an ac power strip which was not connected to an ac power source. The device's detachable and internal batteries depleted and the ventilator shut down. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's event log was reviewed and no events were logged which would indicate a device malfunction occurred. The event log confirmed the device was operating on detachable and internal battery power on the day of the reported event, (B)(6) 2015. The device audibly alarmed appropriately as the detachable and then the internal batteries became depleted. There were no keypresses to indicate these alarms were acknowledged. The ventilator continued to alarm until it shut down at 04:26:06. The device was not powered on again until 14:30:10 on (B)(6) 2015. The manufacturer concludes the device operated and alarmed as designed while being used without an ac power source.